Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. There was no complaint device returned for investigation. Based on the complaint description, it was reported that the balloon of the catheter had leaked. In the absence of any actual or representative sample for investigation, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the balloon of the catheter leaked several times in the patient. We re-inflated the balloon several times. But the balloon leaked again after re-inflations. The catheter is replaced every 4-5 days for an ederly patient. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon of the catheter leaked several times in the patient. We re-inflated the balloon several times. But the balloon leaked again after re-inflations. The catheter is replaced every 4-5 days for an elderly patient. There was no patient injury.